Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the electronic gas delivery system did not function as expected. The user reported if the fio2 value was set using the central control monitor, the level would gradually decrease. If the fio2 value was manually set, the level remained constant. No other details regarding the event were provided. The user reported there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.